Event description:
Caller reported that the pump battery would not charge, despite trying different wall adapters and cables. There was no reported adverse impact on the customer's blood glucose level. Technical support resolved to replace the pump, and the customer planned to use a manual insulin injection as a backup therapy until the replacement pump arrived.